Event description:
Customer advised that a pt developed a fistula at an unspecified time following surgery. The realtionship to the device is not known. It is assumed that surgical intervention was needed to address this event.